Event description:
Customer reports fiber leak on reuse number 42 upon initiation of treatment noted by a blood leak alarm and visible blood in the dialysate lines. Estimated blood loss was 200cc's and pt was given 200cc's ns replacement fluid. No pt injury or medical intervention reported.